Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. Troubleshoot was not performed for high blood glucose reading. Customer was taking insulin and manual injection for the high blood glucose reading. The customer also reported their blood glucose was 138 mg/dl earlier in the morning. Insulin pump will not be returning for analysis.